Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) bottom screen freezing. No harm or inury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Corrected fields: e3. Updated fields: b4, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (B)(4). The failure analysis and testing dept. Received part number 0997-00-1181 top level display (B)(6) with a reported unit failure of the bottom screen freezing and top screen going black. The failure analysis and testing dept. Installed part number 0997-00-1181 top level display (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the display to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. When the cardiosave was turned on , the fat dept. Did not observe video on the touchscreen (bottom screen), and the top display , video was very difficult to see. Although the fat dept. Did not verify the bottom screen ( touch screen) freezing, the fat dept. Verified no video on the bottom screen and very faint video on the top screen. The display failed testing. Retaining the display in the fat dept. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the top screen was also going black. The fse replaced the video generator board (0040-00-0456). The right display hinge (0105-00-0138-02) and the left display hinge (0105-00-0138-01) were replaced because they were broken. Safety tests were performed based on manufacturer specifications. The iabp was returned to the customer for use.